Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon rupture occurred. The unk target lesion being treated was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 1.5x15mm apex balloon catheter was used to treat the disease, but the balloon ruptured due to the severe calcification in the lesion. The number of inflations and to what atms is unk. A non-bsc balloon was used to successfully complete the procedure. No pt injuries or complications were noted during the procedure. Pt condition listed as "stable."